Event description:
It was reported that the patient's implantable neurostimulator (ins) did not work because "a wire became loose from the spine" and the patient gained 70 pounds. It was reported that the patient could not get a connection with his recharger even after his system was replaced. The patient had not recharged in about 4 years. The patient requested that his "external product" be replaced because he was concerned it had been damaged after sitting in his closet for 4 years. It was reported that there were coupling and/or communication issues. The patient was informed that weight gain could cause issues with coupling. Also, an ins overdischarge caused by patient non-compliance was suspected. The patient was informed that replacing external devices would not fix a loose wire or poor coupling issues caused by implant depth. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_recharger_acc. Product type: recharger: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 37743. Product type: programmer, patient: product ID 37742, serial# (B)(4). Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension. (B)(4).